Manufacturer narrative:
Concomitant product: product ID 3877-45, lot# 0204312147, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0204312147, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the impedance issue was "dysfunctioning" of the electrode. Interventions included definitive "explantation" of the device electrode and battery. The patient refused electrode replacement. The impedance issue did not resolve.

Event description:
It was reported at the device follow up there were high impedances and three ¿plots¿ were greater than 10,000 ohms. It was stated a new program was used and it was okay for the patient. Additional information reported that high impedances were observed on all electrodes of the lead. The patient felt no stimulation. The implantable neurostimulator (ins) was switched off. This event was originally reported under manufacturer¿s report 3007566237-2013-02015. Any follow up reports will be filed under the manufacturer¿s report submitted here.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the high impedances (>10,000 ohms) on 5 electrodes on ¿8¿. It was confirmed that reprogramming was performed by switching off electrode ¿nº8¿. The patient did experience a complete loss of the therapy (noted as ¿re-instated pain¿) during the event issue. The patient status was noted as ¿ongoing, no more therapeutic action planned¿. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.